Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other (second) supera referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this first supera stent was inadvertently removed from the superficial femoral artery (sfa) with the stent delivery system after the stent was thought to have deployed. A second supera stent was deployed in the sfa, but it was dragged distal and became elongated. The sfa remains patent with good flow. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It is likely that the stent was not fully deployed during the procedure causing the reported difficulty. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulty to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received from the physician who reported that the patient is fine and has not returned to the hospital. No additional information was provided.